Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be "filed as" appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection revealed that the electrode was in normal condition, any anomalies on the device could not be observed. The cable was in good condition as well as the connector and pins. The electrode tip showed signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for one minute, the electrode worked as intended. Under coagulation function, the electrode was activated for one minute and the electrode worked as intended. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was returned in its original packaging. The active tip was in a used condition with signs of debris around the active tip. The return cap and ceramic showed signs of scratching, possibly from a metal object. No visible damage on handle, shaft, and cable. The electrical test was passed. The functional test was performed; and during the flow rate test before activation the electrode failed, suction remained blocked after activation so additional unblocking techniques using syringe was attempted; it was possible to restore the flow path and suction returned to normal specification. A manufacturing record evaluation was performed for the finished device u2101106, and no non-conformances were identified. From our investigation we were able to confirm the customer report that the electrode suction was blocked with the returned device. The device was found to fail flow specifications due to a build-up of tissue debris at the distal end of the device which was removed during the investigation. The investigation showed the blockage experienced by the end user is confirmed and could be attributed procedural tissue debris. No manufacturing defect was found with any of the returned devices. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in south korea that during an unknown procedure on (B)(6) 2023, it was observed that the suction line on the vapr tripolar90 suction electrode device was blocked. It was unknown if and how the procedure was completed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.